Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implanting procedure, the lead could not be implanted due to patient anatomy. It was also noted that the lead had dislodged while slitting. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.